Manufacturer narrative:
Product analysis summary: (B)(4) unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided/there was insufficient information to determine the cause. (B)(4) work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported during the procedure, an instrument totally had recognition failure. "Add or remove" was used without resolve. The application was restarted without resolve. The procedure was completed without using the navigation. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.